Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported the device shocked them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.